Event description:
It was reported that the patient presented to the hospital with a syncopal episode and cardiac arrest. An interrogation showed loss of capture on the ventricular lead requiring external pacing. It was also noted that the patient's magnesium levels were low. Further manipulation and provocative testing was conducted but unsuccessful in reproducing the loss of capture, although there are documented episodes. Stored data also found an episode of oversensing. The patient was transferred to a different hospital where the ventricular lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Capture management trends appear stable. There was one ventricular high rate episode with short interval recorded.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.